Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported #2 on the keypad was not working which was reproduced. Evaluation found the top two rows of keys to cause a duplicate output and the remaining keys did not function at all. The reported condition was verified. The cause was determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump #2 key on the keypad was not working. There was no patient involvement. The problem was found during preventive maintenance testing. No additional information is available.